Event description:
Customer reported that the tracheostomy tube cuff was ruptured next to the guide wire. Covidien is attempting to gather further details surrounding the circumstances of this report. Cross referencing MFR report number: 2936999-2013-00851, -00853, -00776.

Manufacturer narrative:
(B)(4). Covidien is in the process of obtaining further information surrounding the circumstances of this report. If further information becomes available, a supplemental report will be provided. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.